Event description:
I have a volcano verrata ifr wire that did not work. The wave form was there at first, then after normalizing, we put the wire down the vessel and lost the wave form completely. I shook the wire and cable to see some artifact but nothing was there. We had no readings from it and proceeded to get another wire that worked perfectly.